Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that the patient experienced a blood glucose (bg) of 40 mg/dl with severe dizziness, lightheadedness and feeling hungry associated with an alleged inadvertent infusion issue. Reportedly, the patient resumed pump therapy after it was replaced and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the reporter stated that she was out of town when the incident occurred. The patient primed the infusion set at 1:31 pm and then primed again at 1:37 and was more than likely attached. At 1:39 the patient filled the cannula with 0.70 unites of insulin. After this occurred, the patient began to feel hungry and followed the rules of 15. The patient¿s blood sugar was in the 40¿s at that time. The patient continued to feel hungry and lightheaded with some dizziness and consumed some food/drink over the next 2 hours. It took 2 hours for the bg to regulate to target range. The patient was told by the parent to come off the pump and receive injections until the parents arrived home. This complaint is being reported because the patient allegedly experienced hypoglycemia as a result of user error.